Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to an intermittent connection in the front te cable connecting ECG "a" and ECG "b". The root cause for the intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.